Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 2:00 am the patient obtained the blood glucose reading of ¿greater than 600 mg/dl¿ on the reported meter, which she claimed was inaccurately high compared to her expected values. At that time, the patient experienced the symptom of confusion. The patient took no actions due to the meter reading. The patient went to the emergency room, where her blood glucose level was tested at 4:00 am to be 495 mg/dl. The patient did not receive any treatment. The patient manages her blood glucose levels with set doses of insulin. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. Although the test result from the reported meter correlated with the hospital meter result, the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the reported meter, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.